Event description:
It was reported that the rv lead was explanted due to 10 inappropriate shocks caused by oversensing. High lead impedance was also observed. No further patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; partial lead in segments returned for analysis. Supplemental report submitted to reflect updated conclusion code.